Event description:
A report was received that the patient was experiencing pain in his neck. It was confirmed that leads were rubbing on nerve root from implant and physician had caused the pain by placing the leads on or near nerve roots. The patient underwent a revision procedure wherein the leads were repositioned. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #:(B)(4), description: linear 3-4 lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.